Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue was not duplicated. The hard drive was evaluated and reformatted. The system software was reloaded. The voltage on ps1 power supply was readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the audible tone and fluoro exposure light was flashing when the foot pedal was released giving impression of un commanded x-ray; however, the fse, during the onsite eval, reported that there was no un commanded x-ray. There is no report of death or serious injury.